Manufacturer narrative:
The pump was returned to animas for evaluation. The keypad was found to be intact; no peeling or lifting was observed. During investigation, it was found that the up arrow, down arrow and ok keypad buttons were intermittently responsive. There was evidence of keypad adhesive found under the up arrow, down arrow and ok key contacts.

Event description:
It was reported that the up arrow, down arrow and ok buttons are unresponsive. It was reported that the pump was not exposed to water and there is no keypad peeling.